Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, into an annulus with significant calcification and fusion of the non-coronary cusp (ncc) with the left coronary cusp (lcc), a pre-implant balloon dilation was performed using a 23 mm balloon. No misload was detected during the loading check. The system was moved up into the aorta and positioned in the aortic annulus. At approximately 40% deployment, the position was low. Subsequently, the valve was recaptured and repositioned. The second release was initiated with the valve stable and well-positioned. Upon releasing up to 80%, infolding was identified. The valve was recaptured and the system withdrawn from the patient. All components were replaced and the loading check showed no folding. The valve implantation proceeded, which was difficult to position. After three attempts, the valve was implanted in an optimal position. No patient complications have been reported as a result of this event. Additional information was received indicating that there was no procedural delay.

Event description:
It was reported that during a transcatheter aortic valve procedure, into an annulus with significant calcification and fusion of the non-coronary cusp (ncc) with the left coronary cusp (lcc), a pre-implant balloon dilation was performed using a 23 mm balloon. No misload was detected during the loading check. The system was moved up into the aorta and positioned in the aortic annulus. At approximately 40% deployment, the position was low. Subsequently, the valve was recaptured and repositioned. The second release was initiated with the valve stable and well-positioned. Upon releasing up to 80%, infolding was identified. The valve was recaptured and the system withdrawn from the patient. All components were replaced and the loading check showed no folding. The valve implantation proceeded, which was difficult to position. After three attempts, the valve was implanted in an optimal position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012685673); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: 0012699630); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evprop34 (lot: 0012685673); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.